Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/09/2023. An investigation was conducted on 03/30/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue were observed on the device. The heater wire and gray silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. There were no visual defects observed on the cannula or the intact c-ring. A mechanical evaluation was conducted. The insufflation tube and the water tube of the cannula were observed to be intact with no visual or physical defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2118 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mp12051005 rev. Aq step 9). Based on the condition of the device, the reported failure "infusion or flow problem" was not confirmed. The lot # 3000276975 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 773061. The hospital reported that during an endoscopic vein harvesting procedure when the vasoview hemopro vh-3500 was inserted into the tunnel there was an issue with the co2 not flowing correctly with an apparent blockage. Another unit was opened with the same issue. A third unit was then opened and the co2 issue persisted. The insufflator appeared to be working and all lines were checked for leaks/blocks but nothing was discovered. The case was completed using the third vh-3500 and running a line from a different insufflator from an adjacent operating room. The hospital did not report any patient effects.